Event description:
The facility representative reported to baxter global technical services one colleague infusion pump in which failure code 403:317:871:0000 occurred during therapy. The reported condition occurred in the med. Surgery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.this device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The feed set tubing of the returned mr290 autofeed humidification chamber was visually inspected. Results: we observed a small split in the feedset tube by the waterbag spike. A lot check revealed no other complaints for this device. Conclusion: the damage appears to be due to the tube being pulled, away from the dome, possible due to the feedset being stretched during winding. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset would be identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(4) reported that they found leakage from the water supply tube of an (B)(4) autofeed humidification chamber.. No patient consequence was reported.

Manufacturer narrative:
The device is currently en route to the manufacturer. We will provide a follow up report once we have received the device and performed an investigatiion.